Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right common femoral artery using a proglide after a percutaneous coronary intervention using a 7f sheath. A cuff miss [suture retrieval issue] was noticed. Manual compression was used to achieve hemostasis. Reportedly there had been resistance advancing the procedural sheath; therefore, the physician commented that the cuff miss was likely due to the calcium. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 1494 ¿ indications for use. It should be noted that the proglide instructions for use (IFU), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the absence of using the pre-close technique or two devices to achieve hemostasis would not have contributed to the reported needle cuff miss.

Event description:
Subsequent to previously filed report, update to information provided: reportedly, there was resistance advancing the 8.2f procedural sheath prior to proglide use; therefore, the physician commented that the cuff miss was likely due to the calcium. No pre-close technique was used for a sheath size larger than 8f. No additional information was provided.